Event description:
It was reported that noise was observed on both this right atrial (ra) lead and the right ventricular (rv) lead of this cardiac resynchronization therapy pacemaker (crt-p) system. The noise was unable to reproduced in the clinic and lead impedances are normal and stable. A specific stored atrial tachycardia response (atr) episode shows approximately five seconds of noise on both channels. This ra lead is oversensing the noise but still shows proper p-waves. The rv lead only had one oversensed artifact which extended one v-v interval but most of the noise is not sensed on the rv lead. The ra and rv leads are not (B)(6) products. It was noted that noise is seen on various dates and (B)(6) technical services (ts) suspects the noise is due to electromagnetic interference (emi). The healthcare provider (hcp) will continue to monitor. No patient symptoms or adverse patient effects were reported. Additional information was received that a different hcp from the same healthcare facility (hcf) contacted ts again approximately three years later indicating there continues to be noise observed on the ra and rv leads. The hcp indicated the crt-p device is eight months from explant status and wanted to review the noise issue again. It was noted that the patient has been contacted and is not doing anything specific at the time the noise occurs. Ts reviewed rate counts and noted a large number of ra beats due to the patients ra rate of greater than 250 beats per minute. It was noted that sensitivity programming is the same as in 2020. Ts provided guidance to the hcp to consider measuring the noise amplitude with a programmer and if possible, adjust the ra sensitivity. Ts also stated they should be aggressive in arm movement and isometric testing. Ts indicated it is possible myopotential noise or some sort of lead insulation problem, but it does not seem to be emi. In addition, ts noted a slight decrease in ra lead pace impedance measurements into the mld-300 ohms range, which is low but still within normal specification limits. Ts stated they should measure impedances in the presence of noise. It was indicated that the plan is to see the patient in the clinic the next day. The products remain in-service. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).